Manufacturer narrative:
A visual inspection was performed on three opened and used enlite sensors. Found two of the three sensors had broken and missing parts. The remaining sensor was found with the sensor cannula retracted inside of the sensor, no broken or missing parts were observed during the analysis. Unable to confirm if the customer received the sensors damaged due to the sensors were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 3 sensors were received and 2 sensor cannulas were missing an electrode and 1 sensor was shorter than normal. Customer's blood glucose was unknown at the time of incident. No further details given.